Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was close to the spine. The patient underwent a revision procedure wherein the ipg was moved from mid back to the left side. The patient was doing well postoperatively.